Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. There was no physical damage at the place where the foreign material remained. Based on the results of the investigation, we could not specify the cause of the foreign material remained in the device from the obtained information. As a result, the presumed cause and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited the bending section cover, the connecting tube, the nozzle, the plastic distal end cover and the adhesive on bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.